Event description:
The patient's legal guardian (lg) reported that the patient had been hospitalized with hyperglycemia on 13-july-2025. The patient's blood glucose (bg) levels reached 31.9 mmol/l (574.2 mg/dl) with ketones at 1.9 mmol/l while wearing the pod between 5 and 24 hours. The patient was feeling unwell and was taken to the hospital. Upon arrival, the doctor inspected the pod and noticed the cannula dislodged from the infusion site (leg) and there was a "fair amount" of blood in the area of the pod. The doctor administered insulin injections until the patient's bg levels were back in target range and gave the patient water to stay hydrated. Once the bg levels were stabilized, a new pod was activated at the hospital. The patient was released after 13 to 14 hours on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.